Event description:
The average dialysate pressure was below the low limit.repairs made by the bio-med department found the deair/dp pump to be inoperable. They replaced the brushes and recalibrated the machine. It was also found that the rinse valve was cracked and leaking. Replaced valve body.